Manufacturer narrative:
The unit was sent to bench repair but the customer later declined repair. Bench repair returned the unit as is. Customer later declined repair. Bench repair returned the unit as is. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "pressure regulation high" (diagnostic code 1009), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "pressure regulation high" (diagnostic code 1009), had occurred. The customer was unable to send a diagnostic report (drpt) and requested service. Bench repair is currently pending.